Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The issue has occurred intermittently at the customer site over a period of months. The abbott customer technical advocate requested the customer replace the syringe. The customer reported the issue was resolved after installation of a new syringe. Additionally, the customer reported there was no impact to pt management.